Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. The device was reprogrammed, however, pptwos was again noted. Abbott technical support was contacted and additional reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.